Event description:
It was reported that during a pph procedure, after firing the device, the staples didn't get proper "b" shape formation. They were "u" shape. The surgeon spent a lot of time suturing the whole ring of mucosa. It caused great blood loss. The pt is fine.